Event description:
Pt admitted on (B) (6) 2009 with multiple complex medical issues. On (B) (6), he was found unresponsive without respirations. A code blue was called and (B) (6) protocol initiated. Pulseless ventricular fibrillation observed on monitor. Staff attempted to defibrillate twice without discharge. Family requested that code be stopped. Pt expired. No autopsy.